Manufacturer narrative:
Updated fields: d8, h2, h6 and h11. Corrected field: d9. This supplemental report is being submitted to provide the results of the final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that due to a contamination issue with bronchovideoscope, it can no longer be used. The issue occurred during reprocessing. There were no reports of patient harm.